Event description:
While the resident was being transferred using the pt lift, she threw her hands and arms straight up in the air fell through the sling on sara 2000. Three workers injured trying to catch her. They suffered strains/sprains.